Manufacturer narrative:
Batch review performed on 21 october 2024: lot 188932: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 5 years 1 month after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert and femur. The surgery was completed successfully.